Manufacturer narrative:
E1/establishment name: (B)(6) . The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the outer tube was bent, there were image defects due to foreign matter adhering to the internal lens, and there was deterioration of the light guide tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source cord connection part was disconnected on the olympus rigid scope. The issue was associated with an unknown therapeutic procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.